Event description:
A customer reported experiencing intermittent occlusion alarms that led to their blood glucose level reading as ¿high,¿ a specific value was not provided. To manage the situation, the customer administered a correction bolus via the pump and a manual dose injection. The customer changed the infusion set and cartridge, after which they resumed insulin therapy. .